Event description:
No additional information received. During the execution of the round of verification and inspection of biomedical equipment, the head of service reports a 10 ml plastic syringe with the following "the syringes are coming out of poor quality, the needles break a lot and some come without a needle" information received on 06jul2023: 1. Could you detail what you mean when you mention that the needles break a lot? Could you send photos of this deviation? A: it is evident in the photograph faults in the needle. (See attachments) 2. How many syringes did you receive without a needle? A: at the moment 3 units have been identified. 3. Are the products related to the incident available for analysis? A: yes, they are available.

Manufacturer narrative:
Two syringe samples and three photos received by our quality team for investigation. Through visual inspection, it is observed the needle is present for both syringes, however on one sample the cannula is not assembled to the hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with insufficient application of epoxy in the assembly of the cannula-hub process. Epoxy is the adhesive used to join the cannula with the hub. Monthly maintenance plan will be updated to change the epoxy valve. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time for the missing needle incident.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd plastipak 21g 1 1/2in luer-lok tip 10ml the needles are breaking. The following information was provided by the initial reporter, translated from spanish to english: during the execution of the round of verification and inspection of biomedical equipment, the head of service reports a 10 ml plastic syringe with the following "the syringes are coming out of poor quality, the needles break a lot".